Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt experienced a loss of therapeutic effect starting the day before the report. The pt programmer showed a blinking ins light. Add'l info has been requested.